Manufacturer narrative:
No clear fix was documented; next steps remain unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on; cause not clearly documented on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.